Event description:
The customer reported the generation of erroneously low ion-selective electrolytes (ise) patient results, including sodium (na), chloride (cl) and potassium (k), on their au5800 chemistry analyzer. There was no report of change to treatment, injury, or death associated with event. The customer did not provide patient demographics. The customer provided data for two (2) patient samples.

Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 chemistry analyzer and identified the failure mode as multiple hardware. The fse cleaned sample pot level sensors, j-nozzles, and the inside of the flow cell with aspirate probe brush and poured bleach down drain wells, and replaced ise electrodes, tubing, sample syringe and reference block which resolved the issue. The beckman coulter internal identifier is (B)(4).